Event description:
After an atherectomy procedure, the balloon burst in a tight calcified lesion. (The balloon was used once, then removed to use another size. The first balloon was reinserted and burst.) When removing the catheter, a portion of the balloon material sheared off. A portion of the material was removed with a snare. The pt went to surgery for bypass. A small portion of the balloon remains in the artery. Pt status is listed as "ok".

Manufacturer narrative:
Returned product analysis revealed that the balloon material was torn circumferentially and the shaft was kinked by the proximal balloon bond. The distal balloon material and the distal portion of the inner shaft including the marker bands were not returned for analysis. The cause of the balloon and shaft damage could not be determined.